Event description:
The manufacturer received information alleging a ventilator's display was black. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's display was black during use. There was no harm or injury reported. The device was returned to the manufacturer for investigation and the customer's complaint was not confirmed. The device powered on and operated as it should. There were no issues noted and no components replaced.